Event description:
In early (B)(6) the patient began to suffer from hives and rashes over her body and right hip where she has a total hip replacement. The patient then began to complain of pain in her hip which was traveling down her leg. The patient sought out medical attention from an allergist/immunologist and the medical professional believes the patient may be having an allergic reaction to the implanted devices. No revision was done and there isn't one scheduled. Reference MFR report 3005180920-2014-00020.